Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable because there was an open clamp on unused supply line. The lot number is unknown therefore a batch review was not performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 1. The home patient (hp) stated that she has two lines up in the organizer and one of the clamps was open. The technical service representative (tsr) explained proper set up to the hp and then assisted the hp to cycle the power off/on and advised to start over with all new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up the home patient stated she did not develop any adverse reactions or require any medical intervention. The home patient stated this was an isolated incident and they are currently performing therapy without any complications.